Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 39-year-old female patient who had essure (ess205) (batch no. 508290) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included visual disturbances in 1981, hypertension, back surgery, delayed period, dysmenorrhea, amenorrhea, chlamydia pneumoniae infection, drug rash (gives her a rash), gravida I, parity 1, feeling down and cough. Concurrent conditions included sickness, sleepiness, activities of daily living impaired, feeling abnormal, intervertebral disc disorder, arrhythmia, menometrorrhagia, endometrial polyp, uterine polypectomy, endocervical squamous metaplasia (squamous metaplasia with focal dysplasia.), dysplasia, depression, cervicalgia, lumbalgia, fibromyalgia, neck pain, stiffness, left lower quadrant pain, environmental allergy, respiratory tract irritation, leg pain, dyspnea, allergic reaction to analgesics, vomiting, penicillin allergy (itching hives,), stress, heartburn, palpitations, smoker (breath. She admits to smoking 3/4 ppd again.), shortness of breath, gerd, asthma, tobacco user, tearfulness, uterine bleeding and redness. Concomitant products included atenolol since 2000 for hypertension as well as bupropion hydrochloride (wellbutrin), gabapentin (neurontin), hydrocodone, lorazepam, medroxyprogesterone acetate (depo provera) and omeprazole. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and pain ("pain/ whole body pain"). In (B)(6) 2006, the patient was found to have weight increased ("weight gain"). In 2006, the patient experienced seizure ("seizures"), drug hypersensitivity ("I am allergic to different medications now when I wasn't before"), erythema ("skin had red pock marks"), pruritus ("skin itched"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision blurry"), fatigue ("fatigue"), menometrorrhagia ("menometrorrhagia"), alopecia ("hair loss") and memory impairment ("memory problems"). In (B)(6) 2009, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary infection"). In (B)(6) 2010, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced autoimmune disorder ("autoimmune disorder nos"), exophthalmos ("eyes bulging"), abdominal pain upper ("left side stomach pain"), myalgia ("muscles felt like they were being attacked"), headache ("head and eyes (veins in my eyes)"), eye pain ("head and eyes (veins in my eyes)/ veins in eyes hurting"), muscle spasms ("neck and back were in spasms"), musculoskeletal pain ("shoulder pain"), dysgeusia ("had a gross taste in mouth for years and it was a metal taste"), ear pain ("left ear pain"), tremor ("inside jumping around/ shaking on the inside"), rash ("skin rash"), mood altered ("mood"), mental disorder ("mental breakdown"), central nervous system lesion ("white spots in a part of my brain"), ocular discomfort ("the pressure in my eyes went down"), tooth disorder ("dental issues"), nervous system disorder ("neuro condit/problem"), visual impairment ("vision problems"), malaise ("feeling sick ") and sinus disorder ("sinus"). The patient was treated with antibiotics and surgery (ablation in (B)(6) 2006, bilateral salpingectomy and ablation in (B)(6) 2006/bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the menorrhagia, vaginal haemorrhage, autoimmune disorder, seizure, drug hypersensitivity, cystitis, urinary tract infection, migraine, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia, pain, fatigue, weight increased, menometrorrhagia, alopecia, memory impairment, myalgia, musculoskeletal pain, dysgeusia, ear pain, mental disorder, central nervous system lesion, tooth disorder, nervous system disorder, visual impairment, malaise and sinus disorder outcome was unknown, the exophthalmos, erythema, pruritus, vision blurred, abdominal pain upper, headache, eye pain, muscle spasms, tremor, rash and mood altered had resolved and the ocular discomfort was resolving. The reporter considered abdominal pain upper, alopecia, autoimmune disorder, bladder disorder, central nervous system lesion, cystitis, drug hypersensitivity, dysgeusia, dysmenorrhoea, dyspareunia, ear pain, erythema, exophthalmos, eye pain, fatigue, headache, malaise, memory impairment, menometrorrhagia, menorrhagia, mental disorder, migraine, mood altered, muscle spasms, musculoskeletal pain, myalgia, nausea, nervous system disorder, ocular discomfort, pain, pruritus, rash, seizure, sinus disorder, tooth disorder, tremor, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure (ess205). The reporter commented: it was reported that plaintiff had injury included natural gas and propane heating became a problem for me to where it took me years to figure it out and had to leave my home of 13-1/2 years because my dog got me out of there. He saved my life. People thought I went and had a mental breakdown because of essure poisoning me. My blood vessels in my eyes aren't hurting from bulging anymore. The 12ressure in my eyes went down 2 120ints in the first few months of them being removed and my vision would get blurry alot as to where it is not anymore. Plaintiff received treatment for pain, bleeding, autoimmune, bladder/urinary prob, other injuries/sympt essure confirmation test: date: (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: no evidence of contrast extravasation within the fallopian tubes.; on (B)(6) 2016: total bilateral occlusion. Magnetic resonance imaging - in 2010: there are scattered white spots in a part of my brain that they do not know why or what from as I have been told it is not ms related. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2020: social media received- new events feeling sick and sinus was added. Reporters were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), autoimmune disorder ('autoimmune disorder nos'), exophthalmos ('eyes bulging') and seizure ('seizures') in a 39-year-old female patient who had essure (ess205) (batch no. 508290) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included visual disturbances in 1981, hypertension and back surgery. Concurrent conditions included sickness, sleepiness, activities of daily living impaired and feeling abnormal. Concomitant products included atenolol since 2000 for hypertension. In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and pain ("pain/ whole body pain"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient was found to have weight increased ("weight gain"). In 2006, the patient experienced seizure (seriousness criterion medically significant), drug hypersensitivity ("I am allergic to different medications now when I wasn't before"), erythema ("skin had red pock marks"), pruritus ("skin itched"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision blurry"), fatigue ("fatigue"), menometrorrhagia ("menometrorrhagia"), alopecia ("hair loss") and memory impairment ("memory problems"). In (B)(6) 2009, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary infection"). In (B)(6) 2010, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), exophthalmos (seriousness criterion medically significant), abdominal pain upper ("left side stomach pain"), myalgia ("muscles felt like they were being attacked"), headache ("head and eyes (veins in my eyes)"), eye pain ("head and eyes (veins in my eyes)/ veins in eyes hurting"), muscle spasms ("neck and back were in spasms"), musculoskeletal pain ("shoulder pain"), dysgeusia ("had a gross taste in mouth for years and it was a metal taste"), ear pain ("left ear pain"), tremor ("inside jumping around/ shaking on the inside"), rash ("skin rash"), mood altered ("mood"), mental disorder ("mental breakdown"), central nervous system lesion ("white spots in a part of my brain") and ocular discomfort ("the pressure in my eyes went down"). The patient was treated with antibiotics and surgery (ablation in (B)(6) 2006, bilateral salpingectomy and ablation in (B)(6) 2006). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the menorrhagia, vaginal haemorrhage, autoimmune disorder, seizure, drug hypersensitivity, cystitis, urinary tract infection, migraine, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia, pain, fatigue, weight increased, menometrorrhagia, alopecia, memory impairment, myalgia, musculoskeletal pain, dysgeusia, ear pain and central nervous system lesion outcome was unknown, the exophthalmos, erythema, pruritus, vision blurred, abdominal pain upper, headache, eye pain, muscle spasms, tremor, rash and mood altered had resolved and the ocular discomfort was resolving. The reporter considered abdominal pain upper, alopecia, autoimmune disorder, bladder disorder, central nervous system lesion, cystitis, drug hypersensitivity, dysgeusia, dysmenorrhoea, dyspareunia, ear pain, erythema, exophthalmos, eye pain, fatigue, headache, memory impairment, menometrorrhagia, menorrhagia, mental disorder, migraine, mood altered, muscle spasms, musculoskeletal pain, myalgia, nausea, ocular discomfort, pain, pruritus, rash, seizure, tremor, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: it was reported that plaintiff had injury included natural gas and propane heating became a problem for me to where it took me years to figure it out and had to leave my home of 13-1/2 years because my dog got me out of there. He saved my life. People thought I went and had a mental breakdown because of essure poisoning me. My blood vessels in my eyes aren't hurting from bulging anymore. The 12r essure in my eyes went down 2 120ints in the first few months of them being removed and my vision would get blurry alot as to where it is not anymore. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Nuclear magnetic resonance imaging - in 2010: there are scattered white spots in a part of my brain that they do not know why or what from as I have been told it is not ms related. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), autoimmune disorder ('autoimmune disorder nos'), exophthalmos ('eyes bulging') and seizure ('seizures') in a 39-year-old female patient who had essure (ess205) (batch no. 508290) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included visual disturbances in 1981, hypertension, back surgery, delayed period, dysmenorrhea, amenorrhea, chlamydia pneumoniae infection, drug rash (gives her a rash), gravida I, parity 1, feeling down and cough. Concurrent conditions included sickness, sleepiness, activities of daily living impaired, feeling abnormal, intervertebral disc disorder, arrhythmia, menometrorrhagia, endometrial polyp, uterine polypectomy, endocervical squamous metaplasia (squamous metaplasia with focal dysplasia.), dysplasia, depression, cervicalgia, lumbalgia, fibromyalgia, neck pain, stiffness, left lower quadrant pain, environmental allergy, respiratory tract irritation, leg pain, dyspnea, allergic reaction to analgesics, vomiting, penicillin allergy (itching hives,), stress, heartburn, palpitations, smoker (breath. She admits to smoking 3/4 ppd again.), shortness of breath, gerd, asthma, tobacco user, tearfulness, uterine bleeding and redness. Concomitant products included atenolol since 2000 for hypertension as well as bupropion hydrochloride (wellbutrin), gabapentin (neurontin), hydrocodone, lorazepam, medroxyprogesterone acetate (depo provera) and omeprazole. In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and pain ("pain/ whole body pain"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient was found to have weight increased ("weight gain"). In 2006, the patient experienced seizure (seriousness criterion medically significant), drug hypersensitivity ("I am allergic to different medications now when I wasn't before"), erythema ("skin had red pock marks"), pruritus ("skin itched"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision blurry"), fatigue ("fatigue"), menometrorrhagia ("menometrorrhagia"), alopecia ("hair loss") and memory impairment ("memory problems"). In (B)(6) 2009, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary infection"). In (B)(6) 2010, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), exophthalmos (seriousness criterion medically significant), abdominal pain upper ("left side stomach pain"), myalgia ("muscles felt like they were being attacked"), headache ("head and eyes (veins in my eyes)"), eye pain ("head and eyes (veins in my eyes)/ viens in eyes hurting"), muscle spasms ("neck and back were in spasms"), musculoskeletal pain ("shoulder pain"), dysgeusia ("had a gross taste in mouth for years and it was a metal taste"), ear pain ("left ear pain"), tremor ("inside jumping around/ shaking on the inside"), rash ("skin rash"), mood altered ("mood"), mental disorder ("mental breakdown"), central nervous system lesion ("white spots in a part of my brain"), ocular discomfort ("the pressure in my eyes went down"), tooth disorder ("dental issues"), nervous system disorder ("neuro condit/problem") and visual impairment ("vision problems"). The patient was treated with antibiotics and surgery (ablation in (B)(6) 2006, bilateral salpingectomy and ablation in (B)(6) 2006/bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the menorrhagia, vaginal haemorrhage, autoimmune disorder, seizure, drug hypersensitivity, cystitis, urinary tract infection, migraine, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia, pain, fatigue, weight increased, menometrorrhagia, alopecia, memory impairment, myalgia, musculoskeletal pain, dysgeusia, ear pain, mental disorder, central nervous system lesion, tooth disorder, nervous system disorder and visual impairment outcome was unknown, the exophthalmos, erythema, pruritus, vision blurred, abdominal pain upper, headache, eye pain, muscle spasms, tremor, rash and mood altered had resolved and the ocular discomfort was resolving. The reporter considered abdominal pain upper, alopecia, autoimmune disorder, bladder disorder, central nervous system lesion, cystitis, drug hypersensitivity, dysgeusia, dysmenorrhoea, dyspareunia, ear pain, erythema, exophthalmos, eye pain, fatigue, headache, memory impairment, menometrorrhagia, menorrhagia, mental disorder, migraine, mood altered, muscle spasms, musculoskeletal pain, myalgia, nausea, nervous system disorder, ocular discomfort, pain, pruritus, rash, seizure, tooth disorder, tremor, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure (ess205). The reporter commented: it was reported that plaintiff had injury included natural gas and propane heating became a problem for me to where it took me years to figure it out and had to leave my home of 13-1/2 years because my dog got me out of there. He saved my life. People thought I went and had a mental breakdown because of essure poisoning me. My blood vessels in my eyes aren't hurting from bulging anymore. The 12r essure in my eyes went down 2 120ints in the first few months of them being removed and my vision would get blurry a lot as to where it is not anymore. Plaintiff received treatment for pain, bleeding, autoimmune, bladder/urinary prob, other injuries/sympt diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: no evidence of contrast extravasation within the fallopian tubes.; on (B)(6) 2016: total bilateral occlusion. Magnetic resonance imaging - in 2010: there are scattered white spots in a part of my brain that they do not know why or what from as I have been told it is not ms related. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2019: pfs received. Events: dental issues added. On 22-nov-2019: pfs received. Reporter information added. Events: neuro condit/problem, vision problems added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), autoimmune disorder ('autoimmune disorder nos'), exophthalmos ('eyes bulging') and seizure ('seizures') in a 39-year-old female patient who had essure (ess205) (batch no. 508290) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included visual disturbances in 1981, hypertension and back surgery. Concurrent conditions included sickness, sleepiness, activities of daily living impaired and feeling abnormal. Concomitant products included atenolol since 2000 for hypertension. In january 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and pain ("pain/ whole body pain"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient was found to have weight increased ("weight gain"). In 2006, the patient experienced seizure (seriousness criterion medically significant), drug hypersensitivity ("I am allergic to different medications now when I wasn't before"), erythema ("skin had red pock marks"), pruritus ("skin itched"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision blurry"), fatigue ("fatigue"), menometrorrhagia ("menometrorrhagia"), alopecia ("hair loss") and memory impairment ("memory problems"). In (B)(6) 2009, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary infection"). In (B)(6) 2010, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), exophthalmos (seriousness criterion medically significant), abdominal pain upper ("left side stomach pain"), myalgia ("muscles felt like they were being attacked"), headache ("head and eyes (veins in my eyes)"), eye pain ("head and eyes (veins in my eyes)/ veins in eyes hurting"), muscle spasms ("neck and back were in spasms"), musculoskeletal pain ("shoulder pain"), dysgeusia ("had a gross taste in mouth for years and it was a metal taste"), ear pain ("left ear pain"), tremor ("inside jumping around/ shaking on the inside"), rash ("skin rash"), mood altered ("mood"), mental disorder ("mental breakdown"), central nervous system lesion ("white spots in a part of my brain") and ocular discomfort ("the pressure in my eyes went down"). The patient was treated with antibiotics and surgery (ablation in (B)(6) 2006, bilateral salpingectomy and ablation in (B)(6) 2006/bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the menorrhagia, vaginal haemorrhage, autoimmune disorder, seizure, drug hypersensitivity, cystitis, urinary tract infection, migraine, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia, pain, fatigue, weight increased, menometrorrhagia, alopecia, memory impairment, myalgia, musculoskeletal pain, dysgeusia, ear pain and central nervous system lesion outcome was unknown, the exophthalmos, erythema, pruritus, vision blurred, abdominal pain upper, headache, eye pain, muscle spasms, tremor, rash and mood altered had resolved and the ocular discomfort was resolving. The reporter considered abdominal pain upper, alopecia, autoimmune disorder, bladder disorder, central nervous system lesion, cystitis, drug hypersensitivity, dysgeusia, dysmenorrhoea, dyspareunia, ear pain, erythema, exophthalmos, eye pain, fatigue, headache, memory impairment, menometrorrhagia, menorrhagia, mental disorder, migraine, mood altered, muscle spasms, musculoskeletal pain, myalgia, nausea, ocular discomfort, pain, pruritus, rash, seizure, tremor, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: it was reported that plaintiff had injury included natural gas and propane heating became a problem for me to where it took me years to figure it out and had to leave my home of 13-1/2 years because my dog got me out of there. He saved my life. People thought I went and had a mental breakdown because of essure poisoning me. My blood vessels in my eyes aren't hurting from bulging anymore. The pressure in my eyes went down 2 "120ints" in the first few months of them being removed and my vision would get blurry alot as to where it is not anymore. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Nuclear magnetic resonance imaging - in 2010: there are scattered white spots in a part of my brain that they do not know why or what from as I have been told it is not ms related. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2019: plaintiff fact sheet and medical records were received. Event injury was updated to following events: abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), autoimmune disorder nos, eyes bulging, seizures, I am allergic to different medications now when I wasn't before, bladder infection, urinary infection, skin had red pock marks, skin itched, migraines / headaches, bladder problems, urinary problems, nausea, essure poisoning, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain/ whole body pain, vision blurry, fatigue, weight gain, menometrorrhagia, hair loss, memory problems, left side stomach pain, muscles felt like they were being attacked, head and eyes (veins in my eyes), neck and back were in spasms, shoulder pain, had a gross taste in mouth for years and it was a metal taste, left ear pain, inside jumping around/ shaking on the inside, skin rash, mood, mental breakdown, white spots in a part of my brain and the pressure in my eyes went down. Outcome for events stomach pain, inside jumping around/ spasming/shaking inside, veins in eyes hurting, skin rash, mood, headache, eye bulging, red pock marks and skin itched were recovered. Event pressure in eyes went down was recovering. Lot number, medical history, concurrent condition and concomitant medication were added. Incident. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.